Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow blocked alarm and a loss of communication between the insulin pump and transmitter, received a sensor updating alert and a calibration not accepted alert. The customer also reported a keypad anomaly: the middle button was unresponsive. The customer reported a blood glucose value of 400 mg/dl. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-332a, mmt-431aj, mmt-7040a, mmt-7841zn. Troubleshooting was partially performed for loss of communication and high blood glucose event as the customer declined further troubleshooting and it was unknown whether the customer was using the auto mode/smart guard feature at the time of event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for the occurred alerts and advised the customer to replace the sensor if the issue recurred. Troubleshooting was performed for the keypad anomaly and the buttons became responsive. Troubleshooting was not performed for the insulin flow blocked alarm as the event was resolved in the past. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-431aj. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.